Event description:
Inbound. One of remoduun prefilled cadd cassette's alarmed no disposable. Pump won't run at resvol 56.5 ml, pump rate 37 ml/24h, then steady beeping and then no disposable on second pump, unable to resolved. No further details provided.